Event description:
Customer's daughter reports customer had a blood glucose result of 131mg/dl, was feeling shaky and passed out. Results did not match symptoms. Daughter reports she called the paramedics and they arrived 15 minutes later and tested customer with a blood glucose result of 28mg/dl; was treated with glucose IV and taken to the hospital. No controls were run. A request was made for return of the suspect product and a replacement was sent.